Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became stuck in the vessel and vessel perforation occurred. A 1.25mm rotalink plus was selected for an atherectomy procedure in the 90% stenosed, moderately tortuous, and moderately calcified right coronary artery. After several runs, the burr stalled. The burr became stuck past the lesion. The physician was able to remove the burr from the vessel by pulling the burr by hand. An angiogram was then performed and vessel perforation was observed. The physician tried to re-wire the vessel but was unable to. The patient was stable throughout the procedure. Bypass surgery was then performed due to the perforation.